Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufv8573 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported at home nurse attended for routine PICC care, dressing change. Nurse stated unable to close clamps on new stat-lock despite multiple attempts. Assessment/treatment given: eye-lets in correct place prior to rn applying tape from stat-lock pack below stat-lock (attempt to further secure lines), iv3000 and securing line with combine and tubifast stocking. Patient applied further stocking for extra security and advised to monitor line for any dislodgement and be extra careful not to knock it on anything and to report to the hospital if any concerns.